Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, crts (B)(4) (con): information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. Patient reported end of service (eos), device was off/disabled and no longer providing therapy; reporting dissatisfaction with the longevity. Patient was not able to increase or decrease and needs programming. Information was reviewed with the patient regarding eos, factors effecting the longevity of the device. Patient was redirected to their hcp. No further complications were reported/anticipated.